Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, the procedure was completed on another device. However, there was no harm or injury reported to philips. The customer reported this event to the national medical products administration (nmpa) that the c-arm cannot rotate. The customer did not report this event to philips. No further action was taken by philips. No information about the root cause and resolution was provided by the customer. To date, no further reports of the event have been received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm could not rotate. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.